Event description:
It was reported that this implantable cardioverter defibrillator device exhibited premature battery depletion (pbd). Device remains in service. No adverse patient effects were reported.